Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). The registered nurse (rn) stated they disconnected a bag so they could put a new bag on. The technical service representative (tsr) explained the alarm. The tsr had the rn cycle power to get back to the start. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during a system error 2240, where the caller stated they disconnected a supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ instructs the user to check all disposable set connections for a secure fit before beginning therapy. Section ¿operating instructions-prepare for therapy¿ provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.